Manufacturer narrative:
Findings: unit received with no audio/beeping alarms tones due to broken black wire of the piezo transducer. Unit vibration properly. No vibration anomaly noted. Unit received motor error alarm during basic occlusion test due to faulty sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed error test. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a beep/vibrate anomaly. The customer's blood glucose level was not provided at the time of the incident. The customer stated they do not get an alert or alarm. The customer completed troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.